Event description:
It was reported that malfunction alarm Malf 12 occurred on pump, and customer had not experienced any notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received pump reset instructions, successfully reset pump without recurrence of malfunction alarm, and was advised to continue using pump and call back if any malfunction alarm recurred, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.